Event description:
Device 1 of 3. Reference MFR. 1627487-2013-23141, 627487-2013-23142. The pt reported a change of stimulation after being through into a swimming pool in (B)(6) 2013 (exact date unk). The pt is not unable to establish communication between the ipg and the charger and the pt programmer displays a communication error. The pt also reported she has not charged her system in 2 months.

Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.